Manufacturer narrative:
A photo was returned with the vent plug juncture circled and annotated "vent cap cannot close tightly". No samples were returned for investigation. The reported complaint of leakage on the 123390488 could not be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum set generated a leak during the infusion of an unknown medication. The reporter stated, ¿leakage on filter vent when vent cap was closed¿. A sample photo is available showing the product involved with a red circle mark and a message that says, ¿vent cap cannot close tightly¿. There was patient involvement, but no patient harm was reported.